Event description:
Literature: johnson rd, qadri sr, joint c, moir l, green al, aziz tz. Perioperative seizures following deep brain stimulation in patients with multiple sclerosis. Br j neurosurg. Jun 2010;24(3):289-290. Summary: this article discussed the occurrence of seizures during the peri-operative period in two thalamic deep brain stimulation (dbs) patients with histories of tremor and multiple sclerosis (ms). Event: a (B)(6) female patient with a history of intention tremor of the hands, ms and a right thalamotomy, experienced erosion of the lead through the skin four years after left thalamic dbs implantation that provided relief of the right sided tremor. The lead was removed. A repeat left thalamic dbs was inserted five years after the first implant, after which the patient experienced a one-minute grand mal seizure 24 hours post-operatively. The patient was post-ictal for several minutes, was given phenytoin, and recovered well within 20 minutes with no further neurological deficits. A CT head scan ruled out hematomas. Phenytoin was discontinued and the patient did not suffer any more seizures. See MFR. Report #3007566237-2011-03976 regarding the other patient mentioned in the article.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. At this time no additional information was available, additional information has been requested.